Event description:
On (B)(6) 2010, patient reported ongoing mechanical errors (e6) on infusion device. Patient received mechanical error on day of report when she attempted to bolus. Battery was last changed on (B)(6) 2010, and it was not expired and of correct type. Infusion device battery setting was programed correctly. Last mechanical error prior to this report was on (B)(6) 2010. Mechanical error occurs every 9-10 days when the cartridge volume is less than 150 units. Each time mechanical error occurs, patient performs battery and cartridge change. This will temporarily clear mechanical error. There were no abnormal noises from piston rod. Patient removed cartridge, retracted the piston rod, and then advanced piston rod until cartridge empty (e1) displayed. Patient reported the piston rod stopped moving after the volume indicator read 120 units. Piston rod was 1/4 way up cartridge compartment when it stopped moving, but the volume indicator continued to count down. Blood glucose elevated from 127 mg/dl to 383 mg/dl due to this complaint. Target blood glucose is 80-140 mg/dl. Patient delivered a correction insulin bolus. Infusion device was not dropped on a hard surface. Infusion device, battery, and battery cover were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.